Event description:
During initial assessment of a returned homechoice machine, a baxter technician found high drain volume error 106, at 08:47:19. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.